Event description:
The pt was implanted with a left ventricular assist device. The vad coordinator reported that the pt received a "power cable disconnected" message when the system controller was hooked up to the system monitor. The system controller was exchanged and the event was resolved.

Manufacturer narrative:
The reported event of a power cable disconnect alarm was confirmed and reproduced during analysis. Upon connection to lab equipment, there was an active intermittent power cable disconnect alarm. Further analysis of the system controller revealed a broken brown inner wire in the white power lead. A review of device history records for this system controller showed no deviations from mfg or qa specifications. This situation is being addressed through the MFR's corrective/preventative action system and an urgent medical device correction notice (29165969/2/10001-c) was sent to customers. No further info is available. The MFR is closing its file on this event.